Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the white screen and replaced the instrument manager and hard drive. Fss updated the host software, calibrated the vacuum and performed the checklist for the biannual preventative maintenance (pm), which several filters and batteries were replaced on the unit as part of the pm. While on site, fss replaced the hanger and top cover since they were damaged. Since the fss found the screen flickering, he replaced the monitor assembly which resolved the issue. The system was found to meet amo specifications. The system was monitored until march 16, 2016, which monitoring period was successfully completed with no further issues. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank/black/frozen screen on the whitestar signature system. That the screen goes black and loses brightness during use, even if the rest of the features remain in effect, running the prime and hear the prime warning is complete. It was stated that last week, for a white screen, the instrument manager and the hard drive was changed and this time the amo product technical support specialist suggested that the field service engineer (fss) to order and replace the complete monitor assembly. While on site, the fss also found the hanger was broken and the top cover was damaged. There was no patient involvement reported and no patient treatments delayed or cancelled. This report pertains to blank/black/frozen screen issue. A separate MDR report will be submitted for the broken hanger issue.